Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No missing segment/partial display anomaly and no back light anomaly during test. Device received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call screen became dimmer and it was harder to read. The customer¿s blood glucose level was unknown. The customer reported crack on battery compartment. The insulin pump will not be returned for analysis.